Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: granuloma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported explant of left side device due to rupture and capsular contracture, baker grade I. Patient reported the following: "I was experiencing a lot of pain in my rib area and left breast. Evidence of gel bleed. Biopsy ((B)(6) 2007) results showed numerous cysts and multi-nucleated giant cells and lymphocytes most likely related to implant leakage." Patient also reported "foreign object granuloma". The device was explanted.